Manufacturer narrative:
This product is not distributed within the us; however, since the lens is similar to the rayner 570c iol, available in the USA, this event is being reported. Review of batch history records indicates routine manufacturing of all lenses in the batch. A review of complaint records shows no other complaints of a similar nature on this batch of product. (B)(4).

Event description:
Rayner received an initial telephone report of a "split lens" from the hospital. Subsequently, it was reported that the incident occurred "on insertion of the lens into the capsule." The lens was explanted immediately and a back-up rayner c-flex aspheric 970c lens of the same power was implanted successfully (serial number (B)(4)). The incident resulted in the extension of anaesthetic and surgery time by approximately 35 minutes. The patient was discharged.